Event description:
The number #11 blade broke off in half when inserted to make a port hole. The c-arm (ex -ray machine was used to confirm all blade was removed. During use, the blade broke. Arthroscopy right shoulder with decompression was the procedure being performed. The blade is commonly used for this procedure. Do not know what section of the blade was broken. No other devices being used with the blade. The pt was not affected. The surgeon was able to retrieve the blade. The procedure ran later than expected. A 1/2 hour later. Leave the blade in the box in a pick room.